Manufacturer narrative:
The astral device was returned to a third party service center for evaluation. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communications lost alarm. There was no harm or serious injury reported as a result of the incident.

Event description:
It was reported to resmed that an astral device displayed a battery communications lost alarm. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation could not reproduce the reported complaint. The internal battery was replaced as a precaution. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).